Manufacturer narrative:
This report is being submitted under alternative summary reporting e2015054. This summary report is part of the 227 pilot program. One complaint was received during this report period. One showed no evidence of any device-related fault. One reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken. (B)(4).

Event description:
This report summarizes <noe> 1 </noe> malfunction event which was associated with undesired damage or breakage of materials used in device construction. Patient information was confirmed for 1 event. One male patient. Age (B)(6).